Event description:
While evaluating a (B)(6) patient's monitor for an unrelated issue a reportable problem was discovered. The monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functionality testing. Upon investigation, the monitor would not power up. The cause of the inability to power on was likely a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory likely had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.